Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 02/09/2017. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. If returned, visual examination may determine the connecter type associated with this event. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the dietary restrictions that follow this procedure and to provide diet and behavior modification support. Failure to adhere to the dietary restrictions may result in obstruction and/or failure to lose weight. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not adverse events it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Gastric banding done as a revision procedure has a greater risk of complications. Prior abdominal surgery is commonly associated with adhesions involving the stomach. In the us pivotal study of severely obese adults, 42% of the subjects undergoing revision surgery were reported to have adhesions involving the stomach. Care and time must be taken to adequately release the adhesions to provide access, exposure and mobilization of the stomach for a revision procedure. Obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion or patient non-compliance regarding choice and chewing of food. Seventy-five subjects had their entire lap-band systems explanted. Fifty-one of the 75 explants (68%, 51/75) were counter measures to adverse events. Band slippage/ pouch dilatation and/or stoma obstruction was the most common adverse event associated with these explants (32%, 24/75). Other events associated with these explants were erosion (5%, 4/75), infection (4%, 3/75), gi disorders such as gastroesophageal reflux and/or dysphagia (11%, 8/75), lapband system leak (4%, 3/75); one needle damage to shell and 2 access-port tubing leaks; esophageal disorders, such as dilatation and delayed emptying (7%, 5/75); gastric perforation (3%, 2/75); one abdominal pain; and 1 respiratory disorder. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%, 24/75). Data from a post-approval study showed an estimated explant rate of 6.5% per year over the first 5 years following implantation. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system had "significant fibrosis on the band making it a non-adjustable band, was acting like a rigid obstruction on the gastric pouch grade in the proximal dilation aspiration events. The patient has had worsening dysphagia over the last 18 months. Multiple attempts at changing the lap-band volume did not relieve symptoms". The device was removed.